Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an idiopathic ventricular tachycardia - left (l-idvt) procedure, the customer noticed noise and error code 8 on the carto 3 system with this thermocool sf nav bi-directional catheter. Changing out the catheter cable did not resolve the issue. However, by changing out the catheter, the problem was solved and the procedure continued without patient consequences. Additional information was requested to obtain detailed information regarding the case and on(B)(6) 2013, it was confirmed that the noise occurred on all channels including bs and ic on both carto # system and ge recording system at the same time. The noise made all signals completely un-interpretable. It was not cyclical but almost appeared as though a lead was completely removed causing the signals to almost flat line with occasional spikes. The physician was not able to interpret any signals until the ablation catheter was disconnected making this event reportable. Due to this fact the alert date changed to (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported that during an idiopathic ventricular tachycardia - left (l-idvt) procedure, the customer noticed noise and error code 8 on the carto 3 system with this thermocool sf nav bi-directional catheter. By changing out the catheter, the problem was solved and the procedure continued without patient consequences. Upon receipt, the catheter was visually inspected and the tip was cut off. No further analysis could be performed. This condition was not originally reported by the customer. Therefore the root cause remains unknown. The customer complaint on regards the noise and error 8 cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility.